Manufacturer narrative:
The complaint of a damaged introducer sheath is confirmed; however, the exact cause is unknown. One 3.5 fr x 7 cm microintroducer assembly was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the introducer sheath was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the introducer sheath was buckled and folded inward upon itself. The corners of this folded point were observed to be plastically deformed and torn slightly. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of reew3038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported an introducer bunching up. We had to use the introducer from the microintroducer kit to complete line insertion. This resulted in bleeding at the site where pressure had to held for 5-10 minutes before dressing could be applied. We were placing a single lumen at the time. Add info rcvd 01/25/2021: unable to use product after first attempt, product secured, introducer from microintroducer kit used to place line. No patient harm was noted or reported, pressure had to be held at site for greater than 10 min before dressing could be applied.